Manufacturer narrative:
Unit had unresponsive button then button error alarmed due to corroded on keypad trace. No number ramping or scrolling on display noted. Also, unit had missing end cap sticker, scratched on display window, cracked at corner display window and cracked battery tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.